Manufacturer narrative:
This event was initially reported under manufacturing report number 0001822565-2018-00404, which has been rejected. This manufacturing report number 0002648920-2018-00199, will be kept for investigation purposes. (B)(4). Concomitant medical products: nexgen femoral component, catalog #: 00576401451, lot #: 61418154, nexgen articular surface, catalog #: 00596402214, lot #: 61570436, nexgen all polyethylene patella, catalog #: 00597206529, lot #: 61321714, nexgen stemmed tibial component, catalog #: 00598002702, lot #: 61603675. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded by hospital.

Event description:
During a revision procedure, it was noted that a taper plug remained in the tibial medullary canal after the tibial component was removed, and was unable to be removed until the cement mantle around it was removed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.